Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump. During evaluation, it was confirmed that the unit was not filling properly. Circulation pump was replaced during pm process. The device underwent pm servicing while in for repair. Mixing pump, heater, and drain valves were replaced. Chiller cleaned. Water exchanged. Electrical safety test. Functional test ok. The device underwent and passed testing after all repairs. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was evaluated.

Event description:
It was reported that the arctic sun device was not able to absorb water to fill itself. Per follow up information received via email on (B)(6) 2023, no leaks or blockages detected. Probably the pumps were not working properly but they were waiting for 2000h maintenance to be done and see if finally, it solves the problem, as requested by the technicians. The device would be repaired at the hospital. They were still waiting for the final confirmation, but 2000 hours preventive maintenance should solve the problem. The problem occurred on (B)(6) 2023.